Event description:
It was reported that the external pulse generator (epg) would not sense on the atrial channel. Technical services (ts) provided assistance in resolving the issue by helping the caller test the epg; and it was found that the epg did not sense on either the atrial or ventricular channels. The use of the epg will be discontinued and the caller will contact the company representative for a replacement. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).